Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by a user facility regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome. It was reported that the patient had the ins implanted in 2014. When the ins was operating it appeared to be assisting with the pain in his left leg. The ins ceased to work in 2021/2022, leaving the patient with chronic back pain and debilitating foot pain in his left leg (complex regional pain syndrome), it has also had a detrimental effect on his mental health. Patient has had substantial difficulties with attending to activities of daily living, eg cooking, cleaning, laundry. Patient has a decreased appetite, lack of motivation and energy levels which can be attributed to chronic pain, anxiety and depression. Quality of life has been dramatically affected. Patient has contacted their doctor and health facility several times without success. Patient has had many consultations with his general care doctor who has been supportive and written referrals to a health facility. The "department of health" was contacted but did not help. Patient had an appointment with medtronic, was asked for the charger and power pack back, which he complied with; he did not receive any follow up correspondence or treatment. Patient has an appointment at a health facility to discuss complex regional pain syndrome, he was unsure if anything will be done about the ins.